Manufacturer narrative:
A quality-safety evaluation was received on 29-aug-2016. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female patient who had essure (ess205) (fallopian tube occlusion insert) inserted for contraception. Approximately 3 years later, she experienced severe depression, severe pain, systemic lupus euremythemous, pulmonary embolysm (third clot), severe inflammation of gallbladder, pancreas and liver. She was placed on disability pension and has a hysterectomy and bilateral salpingectomy with removal of cervix scheduled. These events are unlisted, except for severe pain (interpreted as pelvic pain) which is listed in the reference safety information for essure. Since essure therapy may cause pelvic pain and there is no alternative explanation, a causal relationship with essure cannot be excluded. However, considering the physiopathology of the other events and the localized action of essure in the fallopian tubes, it is unlikely that essure could contribute to the development of these diseases. This case is regarded as incident since device removal will be required. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information has been requested.

Event description:
This is a spontaneous case report received from a physician via regulatory authority (case# (B)(4)) in (B)(6) on 14-jul-2016. It refers to a female patient who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2005. On implanting of essure device, the patient experienced strong burning pain. Approximately in 2008, she experienced debilitating, severe depression, constant severe pain and fatigue. She was diagnosed with systemic lupus erythematosus and fibromyalgia. In 2015, she had pulmonary embolus r/h lung (a third clot) with severe inflammation of gallbladder, pancreas and liver. She also experienced chest pain, pelvic pain and hip pain. The patient was unable to work. She was placed on disability pension. She was only able to work on a casual basis. Hysterectomy and bilateral salpingectomy and removal of cervix, possibly ovaries. Awaiting surgery on (B)(6) 2016. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female patient who had essure (ess205) (fallopian tube occlusion insert) inserted for contraception. Approximately 3 years later, she experienced severe depression, severe pain, systemic lupus erythematosus, pulmonary embolism (third clot), severe inflammation of gallbladder, pancreas and liver. She was placed on disability pension and has a hysterectomy and bilateral salpingectomy with removal of cervix scheduled. These events are unlisted, except for severe pain (interpreted as pelvic pain) which is listed in the reference safety information for essure. Since essure therapy may cause pelvic pain and there is no alternative explanation, a causal relationship with essure cannot be excluded. However, considering the physiopathology of the other events and the localized action of essure in the fallopian tubes, it is unlikely that essure could contribute to the development of these diseases. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 30-nov-2016: correction: after internal review, case was considered final report (it was not possible to obtain further information). Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female patient who had essure (ess205) (fallopian tube occlusion insert) inserted for contraception. Approximately 3 years later, she experienced severe depression, severe pain, systemic lupus euremythemous, pulmonary embolism (third clot), severe inflammation of gallbladder, pancreas and liver. She was placed on disability pension and has a hysterectomy and bilateral salpingectomy with removal of cervix scheduled. These events are unanticipated, except for severe pain (interpreted as pelvic pain) which is anticipated in the reference safety information for essure. Since essure therapy may cause pelvic pain and there is no alternative explanation, a causal relationship with essure cannot be excluded. However, considering the physiopathology of the other events and the localized action of essure in the fallopian tubes, it is unlikely that essure could contribute to the development of these diseases. This case is regarded as incident since device removal will be required. A product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.